Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. Service history review: part no. 398.99, lot no: 6513952: no service history review can be performed because the lot number cannot be traced. The manufacture date is unknown. The service history evaluation is unconfirmed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a planned mandible fixation surgery, the tip of a holding forceps for small plates 135mm broke. The surgeon was able to retrieve the part with no harm to patient, no fragments left in patient and no time delay. There was another device available to complete the procedure without further complications. No additional information was available. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: device history records was conducted. The report indicates that the: manufacturing date: march 16th, 2014, the device history record review could not be performed as the lot # and the article # does not correspond to a (B)(4) device. Article number was not found in erp-system. Subcomponent 398.990 was manufactured by synthes (B)(4). Sd398.990 was manufactured by synthes (B)(4). DHR review, part number: sd398.990, lot number: 6513952, release to warehouse date: december 1, 2010, manufactured by synthes (B)(4). No ncrs were generated during production for this device or any of its subcomponents. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. An investigation summary was performed. The investigation of the complaint articles has shown that: one holding forceps for small plates 135mm (part number: sd398.990, lot number: 6513952, mfg date: 01dec2010) was received with the following complaint description: ¿during a planned mandible fixation surgery, the tip of a holding forceps for small plates 135mm broke.¿ upon visual inspection it can be seen that the distal tip of the forceps on one of the handles has broken off from the instrument. The broken tip was returned with the rest of the instrument as well. The balance of the device seems is in good condition. A root cause could not be determined, a possible cause good be the patient had harder than normal anatomy and when the forceps were utilized it broken from the hard bone. The complaint is confirmed. This investigation summary approve. Product number amended from 398.99 to sd398.990. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.